Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultra meter continues to power off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began the beginning of (B)(4) 2012. The patient manages his diabetes with novolog insulin (27 units) and humulin insulin (60 units in the morning and 50 units in the evening). The patient denied making changes to his usual diabetes management routine. About 1-2 days after the alleged issue begun, the patient claims he felt symptoms of sweaty, shaky and nausea. The patient denied receiving treatment. At the time of troubleshooting, the cca noted the batteries were replaced twice in the subject meter. There is no evidence of misuse. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k062195.